Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 100% stenosed lesion in the right coronary artery (rca). A 3cm, 014 allstar guide wire (gw) was being removed from the anatomy, when resistance was met with an implanted stent, and the guide wire became jailed. The jailed portion of the guide wire separated from the remainder of the wire, and remains jailed within the implanted stent, in the patient anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. The separated portion of the guide wire remains entrapped within the implanted stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.